Event description:
It was reported that while the lens was being inserted into the pt's left eye, the lens became stuck in the delivery device and broke in half. The incision was enlarged to remove the lens and the backup lens was successfully implanted. Sutures were also used to close the wound. According to the surgeon, the pt's current prognosis is good. Please reference MDR # 2031924-2013-00116 for the intraocular lens.

Manufacturer narrative:
The delivery device has been returned to bausch + lomb for eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.